Event description:
Information was received from the implanting facility two epicardial leads were implanted in this patient. It was noted on the form that only the leads were implanted and no generator. Further information was then received from the patient's family that the patient did not survive the surgery. The patient's date of death was noted to be the same date the leads were implanted. No further information was provided. The leads have not been returned. This is the same event as MDR 2183787-2015-00088.